Event description:
Reported that "while flushing the patients's IV after an infusion of amphotericin b, a leak was noted from the bubble filter. Tubing was removed and IV flushed easily." It is unknown, how long the device set was in use, whether the device was pre-tested and primed prior to use; the identify of the involved mating devices, equipment (s) and whether alarm features were operational. The filter component that was reported to have leaked is a purchased component. The filter component manufacturers lot records show that the filter components were tested and inspected with no similar rejects recorded.